Event description:
It was reported that the fiber cap detached from the fiber. There was no indication whether the cap detached inside or outside the pt, however, it was the second of four fibers used during the procedure. There was no report of any part of the device remaining inside the pt. The pt outcome was not reported. The manufacturer has not been able to obtain additional info.